Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user who had been stable on the ilet for several months experienced recurrent nocturnal hypoglycemia after resuming pump use, with documented blood glucose as low as 41 mg/dl and as high as 251 mg/dl; the ilet alerted for out-of-range glucose and the event was corrected with oral glucose, and additional user training and troubleshooting were completed. Symptoms included feeling sick. Outcomes included no need for medical intervention, no hospitalization, and assistance from family members. Investigation included complaint handling and user education with troubleshooting. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.